Manufacturer narrative:
Product ID: 3487a00101, serial# (B)(4), product type: lead. Product ID: 3487a00101, serial# (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient complained of stimulation in their subcutaneous tissue over the connector site instead of their normal parasthesias. X-rays were done and both leads were found to have migrated completely out of the epidural space.

Event description:
It was reported the patient¿s leads migrated and they were revised in (B)(6) 2003. Invasive intervention was required and there was no patient death or injury. The patient¿s leads were changed to a paddle lead and following the revision the patient was doing well. Unknown revision in (B)(6) 2003 was previously reported in 3007566237-2014-02998.